Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/17/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient who received a spaceoar device experienced perineal/scrotal pain. It was suspected that the patient developed a fistula. The physician reviewed the images, and it was observed that some of the gel was located into the posterior capsule and seminal vesicles. Initially, the pain was intermittent, and antibiotics were administered to rule out an abscess. However, subsequent scans in december and march showed that the gel had broken down and was eventually absorbed, leaving behind a fluid-filled sac. The physician plans to aspirate the fluid-filled sac to alleviate the patient's symptoms.